Event description:
It was reported the pt is experiencing difficulty charging due to the position of the ipg. However, the pt has stimulation and can intermittently charge the ipg for prolonged time periods. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.